Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump powered on to no auditory alarms, and a blank display. Visible moisture and a leak were found in the display lens. Moisture ingress was found on the printed circuit board, and piezo chip causing the no sound issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.